Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation of the patient¿s right ventricular (rv) lead showed noise over-sensing. The patient had complaints of dizziness. The rv lead was capped and replaced on (B)(6) 2022 and the physician suspected the rv lead to have insulation damage. There were no patient consequences reported. The patient was discharged on the same day.